Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient has attempted a reset of the device; however, the outcome has been unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Functional testing was attempted, however, the device would not turn on. A review of the receiver data logs confirmed a hardware error. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.